Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. No specific anomalies noted on the visual evaluation. On the functional testing of the returned device upon inflation using a in-house presto inflation device the balloon, a pin-hole rupture was observed. All the anomalies noted on the microscopic observation. No further functional testing performed. Therefore, the investigation for the reported balloon rupture was confirmed as the pinhole balloon rupture observed during the functional testing. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3. H11: e3, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.